Manufacturer narrative:
The product was returned for investigation. The investigation results are summarized in the product analysis summary. This complaint investigation is supported with prior investigations performed through the product technical investigation (pti) process.;

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a damaged charged coupler device that caused no image. There was no patient involvement.